Event description:
It was reported by the customer that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by changing the infusion set and cartridge. The customer continued to use the pump for insulin therapy.